Event description:
Hla software system without any documentation that performs hla match calculations and reporting. Unable to acquire user manuals. Transplant software called ottr that performs calculations and relative determinations on pt data and uses alogrithms to determine pt treatment plans. Unable to acquire documentation and adequate user manuals.